Manufacturer narrative:
The hill-rom technician found the communication cable had a short. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed will not send a nurse call when the bed exit alarmed at the bed. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).